Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation primary with two unknown mentor saline breast implants has experienced postoperative deflation of implant on an unknown side and bilateral cutaneous contour deformity, including thin skin, insufficient tissue, severe wrinkling and ptosis. As a result, the patient underwent explantation and replacement with 350cc smooth mentor memorygel breast implant, catalog # 3507350bc, left lot # 206474 and right lot # 195883 on (B)(6) 2000. This medwatch report is for the second of two implants.